Manufacturer narrative:
Correction: h6: adverse event problem: code '4631 - more complex surgery' updated to '2199 - no health consequences or impact'. As the customer suspected that the defect occurred while loading, upon further review, the event is assessed as not reportable for the cartridge product record and the intraocular lens is added as a concomitant product for the cartridge product. This follow-up #1 report is being submitted to provide the corrected data under MFR report number 3012236936-2024-0002829. Separate report is submitted for the intraocular lens product record. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when doctor did the monofocal non-preloaded intraocular lens (iol) insertion, there was resistance, when pushed in eye, there was a defect at the haptic optic junction, therefore doctor removed the iol in same procedure and replaced it with backup iol. No further information is provided. This report belongs to cartridge. Another report is submitted for intraocular lens.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ not provided. Section d4: catalog number: unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: post office or zip code: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.